Event description:
A malfunction on the pump was reported by the caller, with a malfunction code of malf 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur; the customer was advised to continue using the pump and to contact support again if needed.